Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the circuit is failing the leak test during ventilator set up. No patient injury reported.